Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional vessel closure devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the plungers of four prostyle devices were deployed with no suture coming out. The sheath was upsized to 18f, and the aaa procedure was completed. Hemostasis was achieved with a surgical cutdown and surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.